Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ps3 power supply that was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had an intermittent issue with the vertical lift column. Vertical lift column failure